Event description:
It was reported to medtronic neurosurgery that the patient had two dural substitute products, a medtronic durepair, catalog number 61105, lot number 1208010, and an integra duragen, catalog number 3301-1, implanted on (B)(6) 2013 to treat a brain metastasis. After the surgery, the patient began experiencing symptoms of a csf leak, so the neurosurgery team reoperated on the patient on (B)(6) 2013 and found that the duragen had disintegrated completely and that the durepair had also disintegrated except for the edges that were sutured to the patient's own dura. It was also reported that the patient's csf leakage was resolved in the second operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.